Event description:
An online search identified that the patient passed away. The cause and exact date of death are unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
The manufacturer is not being eligible to obtain a copy of death certificates according to the department of vital records in the state the patient passed away in, therefore the patient¿s death certificate could not be obtained. Good faith attempts for further information from the physician were unsuccessful.

Manufacturer narrative:
(B)(4): inadvertently did not include that the patient was hospitalized for seizures in may 2013 on the initial report.

Event description:
It was reported that in (B)(6) 2013, the patient had been recently hospitalized for seizures. The patient¿s obituary online indicated that the patient died sometime before (B)(6), 2013.